Event description:
Pencil #3: this was the 3rd incident of this nature. The tip of the bend-a-beam handpiece started on fire. Fire was doused with h20, no injury occurred. The procedure was a routine liver transplant. It happened about 15 minutes into the procedure.